Event description:
The customer reported that the device presented a fault in the locking system of the part , the hand piece blocked this and generated heat. The pedhad broken internal springs system which anchored the hand piece. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was repaired and returned to the customer.